Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, software version: 2.1.0 work order completed: a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19 and d14 are applicable to this evaluation. A0908: applicable to the alleged inaccuracy of 2cm, and not being able to trace on the opposite side of the head. A0709: applicable to the registration number worsening after adding touch points. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an alleged inaccuracy of 2cm. Troubleshooting steps included re-registering the patient, moving phones and metal out of the area, and using the usual bed. The procedure faced issues as the side emitter was unable to trace on the opposite side of the head, and the registration number worsened after adding touch points. The patient had a history of previous spine surgery, raising concerns about potential metal interference with the flat emitter. This resulted in less than an hour delay, and no reported impact to patient.

Manufacturer narrative:
Software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Code d15 is applicable, as are previously reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.